Manufacturer narrative:
This is a combination device. Age at time of event: patient was (B)(6) years old at the time of study enrollment. Initial reporter address 1: (B)(6).

Event description:
(B)(6) clinical trial. It was reported that stent thrombosis occurred. The subject was enrolled in the (B)(6) study on (B)(6) 2020 and the index procedure was performed on the same day. The target lesion was located in left distal superficial femoral artery (sfa) with 100% stenosis and was 80mm long with a proximal reference vessel diameter of 5mm and distal reference vessel diameter of 5mm and was classified as tasc ii b lesion. Target lesion was treated with pre-dilatation and placement of 6 mm x 120 mm study stent. Following post dilation, the residual stenosis was 0%. On (B)(6) 2020 the subject was discharged on aspirin. On (B)(6) 2020, 10 days post index procedure, subject was noted with unknown symptoms of claudication/stenosis in left leg. Angiography revealed thrombosis in left distal sfa. No action was taken to treat the event. At the time of reporting, the event was considered ongoing. No additional information is available at this point of time and the site has been queried for source documents.

Manufacturer narrative:
A2: age at time of event: patient was (B)(6) years old at the time of study enrollment.e1: initial reporter address 1: (B)(6).

Event description:
Eminent clinical trial it was reported that stent thrombosis occurred. The subject was enrolled in the eminent study on (B)(6) 2020 and the index procedure was performed on the same day. The target lesion was located in left distal superficaial femoral artery (sfa) with 100% stenosis and was 80mm long with a proximal reference vessel diameter of 5mm and distal reference vessel diameter of 5mm and was classified as tasc ii b lesion. Target lesion was treated with pre-dilatation and placement of 6 mm x 120 mm study stent. Following post dilation, the residual stenosis was 0%. On (B)(6) 2020 the subject was discharged on aspirin. On (B)(6) 2020, 10 days post index procedure, subject was noted with unknown symptoms of claudication/stenosis in left leg. Angiography revealed thrombosis in left distal sfa. No action was taken to treat the event. At the time of reporting, the event was considered ongoing. No additional information is available at this point of time and the site has been queried for source documents. It was further reported that per source, subject had arterial hypertension and stenting on (B)(6) 2019. Per source, on b)(6), 2020, during protocol specific 30 days follow up visit, clinical examination revealed delayed refilling of capillary in left foot. Rutherford class was category 1 (mild claudication). On (B)(6) 2020, angiography revealed occlusion of left sfa few meters above the stent. On (B)(6) 2020, duplex ultrasound revealed in stent restenosis in left distal sfa. Percutaneous transluminal angioplasty (pta) recanalization was recommended. On (B)(6) 2020, subject was hospitalized for planned recanalization. And on (B)(6) 2020, 64 days post index procedure, occlusion in distal sfa was treated with pta recanalization. Post procedural duplex revealed showed absence of pseudoaneurysm. Of note, as revascularization was performed, site has been queried for cec criteria of target vessel revascularization (tvr). On (B)(6) 2020, event was considered to be resolved/ recovered. On (B)(6) 2020, subject was discharged in good condition. It was further reported that on (B)(6) 2020, the 100% in-stent restenosis in left mid to distal sfa which was 120 mm long with a reference vessel diameter of 5 mm was treated with drug coated balloon dilatation, resulting in 10% final stenosis.

Manufacturer narrative:
This is a combination device. A2: age at time of event: patient was 58 years old at the time of study enrollment. E1: initial reporter address 1: (B)(6).

Event description:
Eminent clinical trial. It was reported that stent thrombosis occurred. The subject was enrolled in the eminent study on (B)(6) 2020 and the index procedure was performed on the same day. The target lesion was located in left distal superficial femoral artery (sfa) with 100% stenosis and was 80mm long with a proximal reference vessel diameter of 5mm and distal reference vessel diameter of 5mm and was classified as tasc ii b lesion. Target lesion was treated with pre-dilatation and placement of 6 mm x 120 mm study stent. Following post dilation, the residual stenosis was 0%. On (B)(6) 2020 the subject was discharged on aspirin. On (B)(6) 2020, 10 days post index procedure, subject was noted with unknown symptoms of claudication/stenosis in left leg. Angiography revealed thrombosis in left distal sfa. No action was taken to treat the event. At the time of reporting, the event was considered ongoing. No additional information is available at this point of time and the site has been queried for source documents. It was further reported that per source, subject had arterial hypertension and stenting on (B)(6) 2019. Per source, on (B)(6) 2020, during protocol specific 30 days follow up visit, clinical examination revealed delayed refilling of capillary in left foot. Rutherford class was category 1 (mild claudication). On (B)(6) 2020, angiography revealed occlusion of left sfa few meters above the stent. On (B)(6) 2020, duplex ultrasound revealed in stent restenosis in left distal sfa. Percutaneous transluminal angioplasty (pta) recanalization was recommended. On (B)(6) 2020, subject was hospitalized for planned recanalization. And on (B)(6) 2020, 64 days post index procedure, occlusion in distal sfa was treated with pta recanalization. Post procedural duplex revealed showed absence of pseudoaneurysm. Of note, as revascularization was performed, site has been queried for cec criteria of target vessel revascularization (tvr). On (B)(6) 2020, event was considered to be resolved/ recovered. On (B)(6) 2020, subject was discharged in good condition.